Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer reported that sometimes unexpected loud noise from pump motor. The customer blood glucose value was 500 mg/dl. The customer was hospitalized and was treated with insulin drip. Customer experienced symptoms like palpitation and dizziness at the time of hospitalization. The event involved product mmt-1810. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-1810 will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No motor noise anomaly noted during testing. Drive/motor anomaly not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The customer applied adhesive to the belt clip rails. No cracked/broken belt clip rails noted. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Found a usertimedatechange in the pump history file. 06/04/2025 21:56:31.000 usertimedatechange (3) systemtime = 06/04/2025 21:56:31.000 newsystemtime: 07/10/2025 13:33:32.000. On the primary svn (B)(6), unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 18-jun-2025 due to no data available in the pump history file. On the primary svn (B)(6), unable to perform the history review 1 week prior to the event date 18-jun-2025 in the pump history file due to no data available. On a related svn (B)(6), on the event date of 30-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 20500 (2.05 u) and dailytotalofbolusinsulindelivered = 33000 (3.3 u) which is equal to the dailytotalofallinsulindelivered = 53500 (5.35 u). On a related svn (B)(6), perform the history review 1 week prior to the event date 30-mar-2025 in the pump history file and found 3 lost sensor alert on 03/30/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. On a related svn (B)(6), on the event date of 03-jun-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 47250 (4.725 u) and dailytotalofbolusinsulindelivered = 77000 (7.7 u) which is equal to the dailytotalofallinsulindelivered = 124250 (12.425 u). On a related svn (B)(6), perform the history review 1 week prior to the event date 03-jun-2025 in the pump history file and found 3 sensor error alert on 05/28/2025, 5 sensor error alert on 05/29/2025, 11 sensor error alert on 05/30/2025, 1 lowbatteryalert (104) on 06/01/2025 09:27:00.000, 1 changebatteryfault (73) on 06/01/2025, 2 offnopower (11) on 06/01/2025, 1 battoutlimit (6) on 06/01/2025, and 5 lost sensor alert on 06/02/2025. Earliest power data available per the power management tool/detail trace file is on 7/16/2025 1:54:00 pm. There was no power data available for the date of 06/01/2025. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11), and power loss alarm/battoutlimit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Drive/motor anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.